Event description:
During a procedure, the coating separated from the guidewire. The device was used for one catheter exchange. No pt injuries or complicatins were reported. No additional info is available.